Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.